Event description:
This lead was explanted and replaced due to intermittent loss of capture. There were no adverse patient side effects reported. Should addition information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.